Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings:visual inspection revealed that the battery compartment and battery cap were undamaged and the cap was able to secure properly. The battery cap contacts were within required specifications. The pump powered on with functional auditory and vibratory features, indicating that the pump had power. However, the display screen remained blank. There were no defects found to the power circuit. Additional testing for the complaint of intermittent power could not be performed due to the blank screen. Unrelated to the original complaint, investigation found a damaged component on the pump¿s electronically erasable read only memory (eeprom). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.